Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the two attachments do not hold the k-wires in place. Also the k-wires and the attachment heat up during drilling. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device (ar-600dj). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause might be attributed to a supplier manufacturing issue.